Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Device report received from (B)(4) indicates the following: during a shoulder procedure the surgeon inserted a guide wire into the bone and then inserted a screw without drilling. Surgeon indicated difficult insertion due to hard bone. When he removed the guide wire he found the tip of the wire was broken. Guide wire was not retrieved.